Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implanted ports allegedly experienced the needle core was difficult to be engaged with external peel away tube, positioning problem and deformation due to compressive stress. This information was received from one source. One patient was involved with no reported patient injury. The female patient is 64 years old. Weight of the patient was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation, however photos were provided and reviewed. The investigation is confirmed for deformation issue, however the reported positioning problem and difficult or delayed separation are inconclusive. A definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review is currently being performed. The device was not returned to the manufacturer for evaluation, however photos were provided for review. The investigation of the reported event is currently underway.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implanted ports allegedly experienced the needle core was difficult to be engaged with external peel away tube. This information was received from one source. One patient was involved with no reported patient injury. The (B)(6) patient is (B)(6). Weight of the patient was not provided.